Manufacturer narrative:
This is the second case of revision due to stem loosening involving the femoral stem reference (B)(4) (MDR 2011-00026; lot of the stem: 100033), the two lots are different and manufactured in different years. Document review quadra s femoral stem size 6 - ref. (B)(4)/ lot 092246. Document review was carried out on the lot 092246 (29 pieces produced): all parameters were found to be conforming to specifications valid at the time of mfg. The washing cycle for metal components were run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Fifteen stems belonging to this lot have been already implanted and no incidents have been reported up to now. On the basis of the info collected no conclusion can be drawn. The root cause of the event is unk. Stem loosening is a known complication of total hip arthroplasty. There is no evidence that the event is device related.

Event description:
The pt has loosening of the stem. A revision surgery was necessary.